Manufacturer narrative:
Device/model: battery/bat216245. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) mfg. Date: 03/04/2016, (B)(4). (B)(4) mfg. Date: 03/23/2016, (B)(4). (B)(4) mfg. Date: 03/24/2016, (B)(4). (B)(4) mfg. Date: 03/23/2016, (B)(4). (B)(4) mfg. Date: 03/23/2016, (B)(4). (B)(4) mfg. Date: 03/24/2016, (B)(4). It was reported that the patient was experiencing power switching events. One controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the communication error between the controller and batteries and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
***Please note: due to (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 17mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller and six of his batteries were exchanged after a preliminary review of his controller log files. The controller and batteries were exchanged with no reported patient consequence. The exchange of these devices is reported to have resolved the issue.